Event description:
It was reported by the customer, we had a provena PICC leaking at the purple hub a couple days within placement. The PICC was rewired to a 5 fr double and no issues.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw0951 showed one other similar product complaint(s) from this lot number.